Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the wrench would not ratchet and the grid was bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the wrench would not ratchet and the grid was bent. There was no harm reported and there was no delay. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed that the ratchet could not be tested as it was already torn apart from the mesher. The comb was bent and badly damaged on the ratchet side. The ratchet end of the roller and the guide block was slightly worn. Repair of the skin graft mesher was not performed by zimmer biomet surgical at the time of this investigation since the customer has not made a decision on the aged repair quote. The reported event was confirmed since during initial inspection the ratchet could not been tested since it was torn apart from the mesher and the comb was bent. The root cause of the wrench not ratcheting and the grid being bent cannot be specifically determined with the provided information. It is unknown what caused these issues, however it is noted that the ratchet should not be forced onto the mesher. It is also noted that the comb should be in the horizontal position before the cutter is installed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.